Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 21.1 mmol/l (380 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient was unsure if the cannula was properly seated in the infusion site. A new pod was applied and the patient's bg levels began to decrease.

Manufacturer narrative:
The device was returned with the needle not deployed, therefore the cannula was not properly inserted. A hazard alarm occurred during operation, which caused the device to reset due to a detection of low voltage in the batteries. Due to deactivation of the device as a result of the hazard alarm, as well as the needle not deploying, the device was not delivering insulin.